Manufacturer narrative:
The gantry motion controller was returned to the manufacturer for analysis. It was reported that through analysis the reported issue could not be confirmed, there was no failure found with this component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000442, serial/lot #: rev. 2 (B)(4); product ID: bi71000503, serial/lot #: unknown; product ID: bi71000556, serial/lot #: unknown; product ID: bi71000531, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The system failed mechanical testing. The door did not always open and there were torque error messages. The gantry controller, inner door covers, and broken fan on the louvre were replaced which resolved the mechanical test failure. The kit svc o2 bi71000442 gantry mtr ctrl na was returned to the manufacturer but was under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the gantry doors weren't closing in completely. The door was re-opened and then closed again and it looked like it closed properly, but there was some overlap of the covers that close inwards. The site was able to take their o-arm spin and continue the case. There was a less than hour surgical delay and no impact on patient outcome.